Event description:
It was reported that the patient underwent surgery to remove the reactive system due to an infection. Reportedly, the patient has been doing very well with the therapy. However, the patient never reported the ipg chronic wound dehiscence to the physician and mainstay medical clinical specialist, and the patient reportedly has been managing it. The patient was prescribed oral antibiotics before the explant procedure, and then intravenous antibiotics were delivered during the procedure. The device was removed completely and intact. There was no report of patient harm or injury. Although requested, the device will not be returned for analysis because the physician sent it for microbiological testing.

Manufacturer narrative:
Mml ref #: c-01182 b2 other: infection model: 8145 description: percutaneous stimulation lead serial number: (B)(6). UDI #: (B)(4).

Manufacturer narrative:
Mml ref #: (B)(4). B2 other: infection other device explanted. Model: 8145 description: percutaneous stimulation lead serial number: (B)(6). UDI #: (B)(4). Although requested, the device will not be returned for analysis because the physician sent it for microbiological testing. The testing result confirmed moderate growth of staph infection in the ipg and leads. The device history records were reviewed. No non-conformances were found during the manufacturing process that could have contributed to the patient's infection.

Event description:
It was reported that the patient underwent surgery to remove the reactiv8 system due to an infection. Reportedly, the patient has been doing very well with the therapy. However, the patient never reported the ipg chronic wound dehiscence to the physician and mainstay medical clinical specialist, and the patient reportedly has been managing it. The patient was prescribed oral antibiotics before the explant procedure, and then intravenous antibiotics were delivered during the procedure. The device was removed completely and intact. There was no report of patient harm or injury.